Event description:
A power source alert 07 was reported by the customer, indicating an issue with the pump's charging system. There was no adverse impact to the customer¿s blood glucose level as specific values were not provided. The customer tried various troubleshooting steps with different adapters and cables, but the issue persisted. As a result, the pump was scheduled for replacement by technical support. The customer was advised to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.